Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had unclear or missing scale markings. The following information was provided by the initial reporter, translated from japanese to english: scale printing on the inner cylinder is unclear. Recently there is always an image of about one per pack of what seems to be uncertain printing. The inner tube used to have about one scale printed on it, but recently there have been some that are not printed, and the owner has inquired if there is a quality problem.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe had unclear or missing scale markings. The following information was provided by the initial reporter, translated from japanese to english: scale printing on the inner cylinder is unclear. Recently there is always an image of about one per pack of what seems to be uncertain printing. The inner tube used to have about one scale printed on it, but recently there have been some that are not printed, and the owner has inquired if there is a quality problem.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.